Manufacturer narrative:
Per the field service representative (fsr), the user facility's biomedical engineer advised the perfusionist to wait five minutes for the level sensor pad to adhere before attaching the level sensors and that resolved the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensors were alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.